Event description:
It was reported that the pump did not detect the battery. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the plunger seal was missing, and the bottom seal was intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation and the battery values were at zero. Root cause of the reported event is attributed to normal wear. Replaced the battery, performed power up process, preventive maintenance and all function tests which passed. The reported product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d2: correction: common device name: pump, infusion, d4: correction: model number: 4000.